Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a air bubble anomaly as well as insulin pump received insulin flow block alarm. Customer's blood glucose level was high and it was 300 mg/dl at the time of incident. Customer reported that there was always an air bubble but it never stops working, tiny air bubble and they can see the insulin flow. Troubleshooting did not resolve the issue. Devise will not be returned for analysis.